Event description:
It was reported that pump touchscreen became frozen and unresponsive, so customer was unable to interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.